Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer experienced high blood glucose level was 600mg/dl at the time of the incident. Customer was treated with manual injection. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan a replacement would be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.